Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level (47 mg/dl) due to the pump's correction factor and carbohydrate ratio settings needing adjustment. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.